Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 939 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital and treated with "insulin on a sliding scale". Elevated bg was resolved with no permanent injury. Customer was discharged on (B)(6)2019. Customer alleged pump was not delivering insulin properly. There were no pump alerts or alarms. Reportedly, customer's healthcare provider changed the type of infusion set used.